Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Access was obtained through the right radial artery. The 99% stenosed, concentric and de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending (lad) artery. A 2.75x18mm non-bsc stent was placed in the distal lad and a 4.0x28mm non-bsc stent was placed in the proximal lad. The stents were post dilated with a 2.75 and a 4.0 quantum balloon. Next, an apex 15x2.5mm balloon catheter was advanced to the ostial lesion. The balloon was inflated one time to 6atms and deflated without difficulty. However, upon removing the device, the distal segment of the balloon catheter (6-7 inches) broke off and remained in the diagonal artery. The patient was sent to surgery and underwent an atherectomy at the diagonal branch. The device segment was removed easily without resistance. Next, thrombectomy to the distal lad was performed and the physician performed a vein graft bypass to the diagonal. The patient "recovered uneventfully."

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed a shaft break. The shaft was detached/separated distally from the guidewire exit notch and appears to be stretched, indicating that force was most likely used to remove/withdraw balloon catheter. The distal portion of the shaft, starting on the distal end of the guide wire exit notch to the distal tip was not returned. No other damage was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)

Event description:
It was originally reported that "the patient was sent to surgery and underwent an atherectomy at the diagonal branch." However, the corrected information states "the patient was sent for open removal, done through arteriotomy at the diagonal branch."

Manufacturer narrative:
(B)(4).